Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post sensed t-wave over-sensing. Programming changes were made on the device. No patient consequences.